Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06638672 that an ar-6480 dw arthroscopy pump had intermittent power, randomly turning on and off. The patient was not affected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.